Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status and exact explant date (field d6b from section d suspect medical device). As of today, no information has been received; therefore, an approximate explant date was entered. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) requested boston scientific technical services (ts) to review the events stored by this insertable cardiac monitor (icm) device. Ts reviewed the events per request and noted several pause events had been stored, the subcutaneous electrocardiograms (s-ecgs) exhibited flat lines without cardiac signals. Other pause events showed very low amplitude signals; undersensing was noted. Ts discussed with the hcp possible causes for the stored events and requested them to call ts back in case they received any new information about this patient. Subsequently, the hcp called ts back, they had contacted the patient and found out that their icm device had come out of the patient while they were taking a shower. No additional adverse patient effects were reported. This icm device has not been returned.